Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient¿s ipg became inoperable following an unrelated procedure. Reportedly, the ipg was not placed into surgery mode prior to the unrelated procedure. Follow-up identified no intervention planned at this time.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. There were no complications and therapy was restored post-op.

Manufacturer narrative:
A patient¿s ipg became inoperable following an unrelated procedure was reported to abbott. It was determined the ipg was not placed into surgery mode prior to the unrelated procedure. As a result, the ipg was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.